Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection, and accessory device support; and is typically not associated with a product quality deficiency. In this case, the inability to cross appears to be related to the operational context of the product. Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion and/or accessory devices. The product was not returned and the right coronary artery characteristics are unknown at this time, and may have aided in the investigation. However, there was no report of any damage to the stent delivery system or stent implant prior to use, suggesting that the stent dislodgement was a result of the procedure. Although a conclusive cause cannot be determined for the reported stent dislodgement, there is no indication of a product quality deficiency. A review of manufacturing records did not reveal any nonconforming material records associated with this lot. To help ensure that the reported stent dislodgment is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that after a failed attempt to cross, after removal of the stent delivery system from the patient, there was no longer a stent on the balloon. The stent had not been deployed as they were unable to pass through the artery. The lesion and the catheter were checked with a flash light and intravascular ultrasound (ivus) was performed, which confirmed the stent had dislodged and was left unexpanded inside the ostial of the right coronary artery. An additional stent was used to compress the floating promus stent against the arterial wall. The patients current health status is okay. No additional information was provided.